Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the nozzle was deformed, the angles were insufficient, the light guide lens was chipped, the angles were tight, and the angle torque was <85cnm, and will not be repaired in this time. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. 1. There were foreign materials in the nozzle, based on experience it's mostly clots and tissue mucus. 2. The user mainly used the cleaning tank for manual cleaning, and then the device was reprocessed by domestic cleaning machine for cleaning; the clogged device was found in manual cleaning, which was maybe clogged during procedure. 3. The device was not used after it was clogged. The return center's engineer did not confirm foreign materials, the engineer found the nozzle was deformed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a clogged nozzle during reprocessing. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material in the air/water nozzle was confirmed, and the material was presumed to have been blood clots or protein - as the nozzle was observed as deformed, it was presumed that the event was due to physical stress that led to physical damage of the device. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): -instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The IFU states how to prevent the event as follows: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.